Event description:
The following has been reported: error 22. This is described by the technical manual as an anti-free flow clamp issue. Reporting as a conservative measure. No adverse effects were reported. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The reported device (obf - out of box failure) was not returned to brézins as repairs were carried out locally. According to provided information, the flex ocs was found defective and was replaced. The defective part was sent to brézins for further investigation. Upon analysis, the reported event could not be reproduced and part was found functional. The reported event might be linked to another part but can only be analyzed with the associated device, therefore the root cause of this issue remains unknown." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.